Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a newly installed instrument that should have been on was found to be shut down and not able to power on. A field service engineer was dispatched to investigate the instrument and reported a burning smell. The field service engineer verified the power from the wall outlet to the external power supply, and then the external power supply to the instrument's power supply. He replaced the instrument power supply and associated power button. The instrument powered on, post service verification was performed and returned to the customer operating within manufacturer's specifications. The instrument, which would immediately shut down when the power button was pressed, is currently in working condition after replacement of the power supply and power button. Power supply failure prevented the instrument from powering on which was resolved after replacement of the internal power supply and power button. Main cause of the power supply failure cannot be determined, and the customer cannot confirm if there was a power surge/outage in the facility. Currently, there is not risk of fire or user harm.